Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The dialysis patient presented for inner shunt dilation. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of same device and no patient complications were reported.